Manufacturer narrative:
The device was received, and an evaluation is complete. A device history record review revealed no issues that could have caused or contributed to the event. The device received device evaluation assessment. This evaluation included a visual assessment as well as functional testing. The device failed testing due to a failed speaker. Service evaluation verified the failed speaker. The cause was identified to be a bad rear case which was replaced. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned spectrum pump, the device had a failed speaker. There was no patient involvement. No additional information is available.